Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit passed the ventilator leak test. It had been in use for an hour but was not reaching the set pressure. Further inspection revealed that the expiratory limb had a pin hole. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested for leaks. Results: visual inspection revealed that there was a hole in the evaqua expiratory limb, about 42 cm away from the proximal connector. The pressure test showed that the breathing circuit was out of specification due to excessive leak. A lot check was not performed as lot information was not provided by the hospital. Conclusion: based on the nature of the damage, it is likely that the subject evaqua expiratory limb was punctured during use. The hospital had indicated the rt340 adult breathing circuit had been in use for an hour when the hole was observed, which suggests that the damage occurred during use. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).